Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a leak in the peritoneal cavity. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in the peritoneal cavity coincident with automated peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the leak in the peritoneal cavity was unknown. Treatment for the event was not reported, but it was reported that the patient would be following up with a surgeon on an unknown date. Dianeal therapy was ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.